Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with error code check cassette p. This did not indicate a reportable malfunction. However, during verification testing at the service center it was found the device pressure sensor had drifted out of calibration.

Manufacturer narrative:
During testing and investigation at the service center the device alarmed with a check cassette p alarm code during the delivery accuracy and proximal occlusion test. The probable cause was due to a proximal pressure sensor calibration drift. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.